Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was used for planned treatment procedure, which was completed by using c-arm with low load fluoroscopy. The philips field service engineer (fse) visited system onsite and confirmed that the system had stopped working and the screen displayed the error: "x ray tube problem, only low load fluoroscopy possible." The review of the system log files showed the clm flow switch opened, resulting in no exposure and low load fluoroscopy frames. Upon troubleshooting, the fse identified a leak in the braided cable on the tube pump, and oil from the tube drained into the tube cooler reservoir. To resolve the issue, the fse replaced the cooling unit in the x-ray generator. The defective part was returned for further analysis. The supplier's part analysis conclusively determined the root cause to be a leak at de-aerating hose crimp. Following replacement, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.